Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the infusion set tubing. Reportedly, the customer used the cartridge beyond labeling. Tandem technical support educated the customer on cartridge and insulin labeling. The customer¿s blood glucose level was 256 mg/dl. Reportedly, the customer performed a supply change to address the issue.